Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient had an infection at their implantable neurostimulator (ins) site. The ins was explanted on (B)(6) 2019. No further complications were reported or anticipated.